Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed fracture of the inner coil near is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break causing the helix not to extend during attempt to reposition the lead. Analysis was not able to confirm if the bypass surgery had affected the lead placement causing low amplitude and high pacing threshold.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient had valve and bypass surgery, and the surgeon wondered if he affected the leads. The right atrial (ra) lead was checked and had low amplitude and high pacing threshold. They tried to reposition the lead, but the helix would not extend in the new position. The ra lead was explanted and replaced. No additional adverse patient effects were reported.